Event description:
It was reported during priming an external leak was observed in a prismaflex st100 set. Furthermore, "the filter column leaked air and liquid". There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(6). The actual device was not available; however, a photograph and video of the sample were provided for evaluation. The visual inspection of the provided photo confirmed that there was an external fluid leakage and air at the level of the screwed connector of the return line. The reported condition was verified. The cause of the condition could not be determined; however, the most probable cause was due to the screwed connector of the return is not screwed correctly on the blood header. Before packaging, all the prismaflex sets undergo a leak test, which ensures that no leaking set is released. This test detects sets with blood lines connection to the filter that are not tight. The connectors are screwed on the blood headers of the filters using automated screwdrivers that deliver a controlled and validated torque, ensuring that all the connectors are screwed in a tight and similar way. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted. Prismaflex st100 set c has been temporarily approved for use in the us under emergency use authorization eua200704 to deliver crrt to treat patients in an acute care environment during the covid-19 pandemic.